Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the polybutylene detected in the foreign object is not a component derived from the endoscope, but is a component used in adhesive tape, etc., so it is thought to have adhered from the outside during use. In addition, since it was confirmed that the foreign object could be removed with an ethanol wipe, it is only a guess, but it is thought that the adhesive tape may have adhered to the insertion part by being attached with tape, etc., or that the insertion part was not wiped after the tape was removed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected/prevented by following the instructions for use which state: ¿5.3 pre-cleaning of endoscope and accessories insertion part wiping¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited a foreign object in the nozzle. There was no patient involvement.